Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Han was redressing PICC after dressing became nonocclusive. While performing dressing change, han noticed the PICC was leaking. Lip notified and agreed with han and tl assessment. Pt required piv access and his fluid order had to be modified.